Manufacturer narrative:
Please note this report is being resubmitted following an unsuccessful submission attempt on (B)(6) 2021 due to a system error. Investigation of the customer's complaint of the insulation / hub falling off is confirmed. Conmed received one plpul2020 in unoriginal packaging. The lot number was verified against documents returned with the device. A visual inspection was performed. The plastic hub inside of the pencil that holds the electrode in place is broken and not all pieces of the device were returned. The returned device exhibits the reported claim, nevertheless a root cause cannot be established. Although requested from the vendor, manufacturing documents from the device history record (DHR) have not been provided, and a date of manufacture could not be determined. A fourteen-month lot history review found this is the only event, for the provided lot number and failure mode. Due to the acquisition and integration of buffalo filter complaints into the conmed quality system the complaint history is limited to complaints entered in windchill after (B)(6) 2020. A fourteen-month review of complaint history for similar failure modes revealed there has been a total of 2 complaints, regarding 5 devices, for this device family and failure mode. During this same time frame 549,720 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000009. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed (B)(6) received notification from the facility of reported issues with the plpul2020, plumepen ultra surgical smoke evac pencil, lot unknown, that cusm / muhc hospital glen recently experienced on (B)(6) 2021. The information received notes ¿during surgery, the plastic hub that holds the blade¿. It is noted there was no impact or injury to the patient and the procedure was successfully completed with a 2minute delay by using another device. The only additional information provided was ¿basically the insulation of the guarded cautery tip came off. So, it was while they were doing the procedure on the patient that it suddenly came off¿. No further information was made available. Although originally not reported, (as it was not known to the sales rep reporting the incident) lot 100220 added to record based on documents that were included with the returned device. These documents came directly from the reporting facility. This incident is being reported on the basis of malfunction with potential for injury upon reoccurrence as the device piece was removed.